Event description:
Propofol tubing is required to be changed every 12 hours. New propofol tubing was primed and labeled correctly. Prior to connecting the new infusion tubing to the patient's IV line, the tubing was loaded into the alaris pump. When the safety clip was engaged within the channel, the clip broke apart and severed the tubing, resulting in propofol leaking onto the floor.